Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The technical support suspected that the likely cause of this event is the power board failure. The customer informed that the faulty power board will be replace under warranty.

Event description:
The customer reported while using the bellavista 1000, the device is not booting up properly. Continuous alarm with bluish led turns to green and a flash on the display. The customer confirmed that the malfunction occur while in clinical use but no information on patient harm or impact associated in this event.